Event description:
It was reported to philips that the device does not start when the power is turned on and the philips logo appears repeatedly. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.